Event description:
I received a replacement freestyle libre 3 plus sensor at my local pharmacy due to a recall. I applied it to the back of my arm as I normally do. However, within less than 10 seconds, blood began dripping from a hole in the sensor. This is the third time this has happened. I called the company, but after waiting on hold for 40 minutes, I was unable to speak with anyone. I am also concerned about my previous sensor, which had a blood stain on it when I removed it. I don't even know how long I was wearing a bloody sensor. At this point, I am not confident that this product is reliable or accurate. I do not believe it meets the necessary standards. Health effect code: 1888. Device problem code: 1420. Reference report: mw5180627, mw5180628.